Event description:
There was no pressure signal even though iab had been correctly inserted. Iab was removed, seroed, and reinserted and subsequently, they had a very good ap signal. Pump worked for approx. 1 hr w/o problems after which continuous belium leak alarms occurred. Iab was removed associated pt complications were reported.